Manufacturer narrative:
The patient reported on (B)(6) 2025 severe skin irritation in the form of itching, burning, redness and peeling skin when the device was removed while using the mcot universal patch. The patient did seek medical intervention/treatment where they were prescribed hydrocortisone 2% - triamcinolone ointment to treat the irritation.the patient did take a break in service for 9 days (requested an additional 7 days), and the end of servcie date was adjsuted to (B)(6) 2025. The patient did follow skin preparation instructions (reviewed) and has a known skin sensitivity or allergies to metals or adhesives (itching redness). An order for the flexwire adapter was sent. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factor was identified and/or attributed to electrode skin irritation and associated symptoms.the patient has a known skin sensitivity or allergies to metals or adhesives (itching redness). The product labeling advised patient of alternative options and other steps to take if skin irritation develops, including healthcare professional contact as needed.

Event description:
The patient reported on (B)(6) 2025 severe skin irritation in the form of itching, burning, redness and peeling skin when the device was removed while using the mcot universal patch. The patient did seek medical intervention/treatment where they were prescribed hydrocortisone 2% - triamcinolone ointment to treat the irritation. The patient did take a break in service for 9 days (requested an additional 7 days), and the end of servcie date was adjsuted to (B)(6) 2025. The patient did follow skin preparation instructions (reviewed) and has a known skin sensitivity or allergies to metals or adhesives (itching redness). An order for the flexwire adapter was sent.